Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. There was damage present on the tip of the firing rod. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. The damage present on the tip of the firing rod is indicative of the firing rod getting pulled out of the reload and the laminates scraping the firing rod. This issue has been contributed to the broken reload adapter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic-assisted distal gastrectomy procedure, upon closing the entry hole, the surgeon fully fired the device and confirmed that clamp cover reached to the distal end. Then the surgeon pushed the center control button up, to open the jaws, however the device did not react. They removed the adapter and the shell and reset the device, however it did not return to the initial position. They pushed and held both green buttons for 10 seconds and rebooted the handle, however the status was the same. They used retraction tool and tried to remove the adapter but it was broken. The procedure was changed to open surgery. The incision length extended up to 20cm. The surgeon additionally resected around the cartridge by scissors and manually sutured the tissue. The procedure was completed, but the surgical time was extended 90 minutes. There was a less than 200 cc of bleeding occurred as a result of the issue.